Event description:
It was reported that the ultrasound gastrovideoscope had broken crystals. The issue was found during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, d8, d10, h6 health effect- impact code, h8. B5 correction: there was no patient involvement. In addition, the broken crystals event was reported in error as this malfunction would not cause or contribute to a death or a serious injury if it were to recur. D8 correction: in the initial report, this field should have been marked no information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no adhesive at forceps cover. A definitive root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.